Event description:
No additional information received material#: unknown lot#: 3208299 it was reported by the customer reported that piece of plastic in the interior of a bd (becton dickinson). Staff reports it was manufactured in nj, not china. Refer to add'l documents in 12k. Verbatim: rcc received a complaint via email. Describe event or problem: piece of plastic in the interior of a bd(becton dickinson) 50ml luer lock syringe. Lot number, 3208299. Staff reports it was manufactured in nj, not china. Refer to add'l documents in i2k. Date of event: 29-nov-2023

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3208299. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown. Lot#: 3208299. It was reported by the customer reported that piece of plastic in the interior of a bd (becton dickinson). Staff reports it was manufactured in nj, not china. Refer to add'l documents in 12k. Verbatim: rcc received a complaint via email. Email(s) attached. Describe event or problem: piece of plastic in the interior of a bd(becton dickinson) 50ml luer lock syringe. Lot number, 3208299. Staff reports it was manufactured in nj, not china. Date of event: 29-nov-2023.